Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had no electrode. Customer's blood glucose level was unknown. Customer stated that enlite sensor were inserted, the green light of the transmitter did not flush. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened or used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened . No broken or missing parts were observed during analysis.